Event description:
There was an allegation of false-positive elecsys hiv duo results for 2 patients on a cobas e 801 analytical unit. It was alleged that both patients had persistent reactive elecsys hiv duo results over several years. Patient 1: the patient's hiv duo result was 44.3 coi on (B)(6) 2023, 15.9 coi on (B)(6) 2025, and 19.7 coi on (B)(6) 2026. Patient 2: the patient's hiv duo result was 46.5 coi on (B)(6) 2024, 44.5 coi on (B)(6) 2024, and 25.9 coi on (B)(6) 2025. Both patients consistently showed reactive results for antigen (hiv ag), but non-reactive for antibody (anti-hiv). Repeat testing on the cobas e801 confirmed these results (numerical repeat results were not provided). Patient 1: the patient's hiv ag result was 44.3 coi on (B)(6) 2023, 15.9 coi on (B)(6) 2025, and 19.7 coi on (B)(6) 2026. Patient 1: the patient's anti-hiv result was 0.085 coi on (B)(6) 2023, 0.101 coi on (B)(6) 2025, and 0.099 coi on (B)(6) 2026. Patient 2: the patient's hiv ag result was 46.5 coi on (B)(6) 2024, 44.5 coi on (B)(6) 2024, and 25.9 coi on (B)(6) 2025. Patient 2: the patient's anti-hiv result was 0.091 coi on (B)(6) 2024, 0.083 coi on (B)(6) 2024, and 0.082 coi on (B)(6) 2025. Both patients were tested using other manufacturer platforms (mindray and maccura, using total hiv kits); the results were non-reactive. Numerical results were not provided. Nucleic acid testing (polymerase chain reaction) was performed, and both patients tested negative all 3 times.

Manufacturer narrative:
The analyzer's serial number is (B)(6). Single false reactive results may occur as the specificity of elecsys hiv duo is less than 100%. Product labeling states: "all initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to cdc-recommended confirmatory algorithms." For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv duo assay performs within specification.